Event description:
It was reported that a user experienced elevated blood glucose around 250¿258 mg/dl for approximately four hours with horizontal trend arrows, intact infusion set, and no alarms, and later disclosed missed meal announcements while using the ilet bionic pancreas. Symptoms included hyperglycemia without acute systemic illness. Outcomes included no need for professional medical intervention, no backup therapy use, and no immediate health effects. Investigation included call-based troubleshooting and user education regarding potential contributors such as meal-related factors and the need to announce meals. Investigation of this case revealed no device malfunction or infusion set issues and identified user-related missed meal announcement as the likely contributor. It was concluded that the event was user-related due to missed meal announcement and that the device functioned as expected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.